Manufacturer narrative:
H.6. Investigation summary: received two unused, iag bc 20ga retracted without packaging from catalog number 381034; lot number 8278838. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual/microscopic evaluation: unit 1 ¿ more silicone lube (non-foreign) than normal on the shaft of the catheter tubing. Unit 2 ¿ more silicone lube (non-foreign) than normal on the shaft of the catheter tubing with attached fibers. Indeterminate ¿ ftir analysis unit 2: per the ftir analysis performed on unit 2 it was determined that the dark fibers are most likely polyethylene terephthalate (pet). Pet is one of the most common thermo plastic and is non-hazardous material. It is mostly used in fibers for clothing which is most likely how the fibers got attached to the catheter. Conclusion: the defect foreign matter was confirmed and identified on unit two, a definite source for the dark colored fibers could not be determined. It is unknown if it was from manufacturing related or introduced during transit or at user environment. The silicone lube (non-foreign) observed on the catheter tubing would not affect the fit, for or function of the unit. Foreign matter can be loosely attached to the catheter tubing due to the silicone lube during the manufacturing process.

Event description:
It was reported that two 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced foreign matter in or on device cannula/needle/catheter noted prior to use. The following information was provided by the initial reporter: foreign matter in the catheter tip.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced foreign matter in or on device cannula/needle/catheter noted prior to use. The following information was provided by the initial reporter: foreign matter in the catheter tip.